Event description:
In 2008 at 5:23 am, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra control solution was reading inaccurately high. The medical affairs specialist (mas) was able to contact the patient to obtain/verify additional info. The patient tests her blood glucose twice a day: before breakfast and before dinner. The patient also manages her diabetes with pills and insulin that usually requires no dose adjustments. She currently takes humalog (10 units in the morning and 6 units in the evening) and 100 mg of januvia. On a week earlier, in the afternoon, the patient performed a control solution test on her onetouch ultra2 meter and reportedly obtained a result that was over the specified control solution range. As a result, the patient reportedly continued testing with the subject meter (because she has no other means to test her blood glucose) and taking her usual dose of pills and insulin to manage her diabetes. The patient claimed that because she did not know whether the meter read accurately or not, she does not know how much to eat. The patient claimed that sometime after the issue, she developed symptoms of "shaky, sweaty, blurry vision, hungry and frequent urination" but did not seek medical attention. When the mas asked the patient when she developed symptoms, the patient stated that she does not remember when it started but stated that she had to eat something to feel better. The patient stated that she did not recheck her blood glucose after administering self-treatment with supplemental food (does not recall what she ate). The patient added that the symptoms usually indicate that her blood sugar is "low". During troubleshooting, it was verified that the unit of measurement was correctly set to mg/dl. The testing technique was correct and the code matches with the code on the test strip vial. The results were verified to match in the meter's memory. The test strips are in good condition. The patient's product have been replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that could be suggestive of hypoglycemia after the alleged issue and reportedly felt better after treating herself with food.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.